Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
Time: 12:40pm, blood glucose (mg/dl): 229, bolus (units): 3.2u. Time: 12:50pm, blood glucose (mg/dl): ate 65g carbs, bolus (units): 6.5u. Time: 2:20pm, blood glucose (mg/dl): 356: pod deactivated.